Manufacturer narrative:
The investigation results will be provided in the final report.

Event description:
It was reported that on the day of the lvad (left ventricular assist device) implant, the patient was reported to have major infection, leukocytosis, vascular congestion with bilateral pleural effusions, respiratory failure and suspected pneumonia. Broad spectrum antibiotics started. Lv (left ventricle) unloading was limited. The patient became hypotensive in the evening; milrinone was switched to levophed and vasopressin. The following day, oxygenation remained poor, bronchoscopy was performed and found bilateral scattered thick yellow purulent secretions in all lobes of the lungs, cultures were positive and zosyn was started. On (B)(6) 2021, the patient was bleeding/drop in hemoglobin and received a unit of platelet. On (B)(6) 2021, the patient experienced severe pulmonary hypertension with normal filling pressures after lvad placement, etiology was unclear. Levophed and vasopressin dose increased. Epinephrine was added; however, shock worsened. Va ECMO (venoarterial extracorporeal membrane oxygenation) was started. The passed away on (B)(6) 2021 due to multiple embolic strokes noted on (B)(6) 2021 and multi-system organ failure. No additional information was reported.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 lvas, serial number (B)(6), and the reported events could not conclusively be established through this evaluation. Specific causes for these events could also not conclusively be determined. On the date of device implant (B)(6) 2021, it was reported that the patient was noted to have hypoxia that was related to atelectasis and limited left ventricular unloading. A chest x-ray showed vascular congestion with bilateral pleural effusions. The patient was also found to have leukocytosis and major infection with a high white blood cell count, and was started on broad spectrum antibiotics for possible pneumonia. The patient became hypotensive in the evening and received a change in medications. Oxygenation remained poor and a bronchoscopy was performed; results showed bilateral scattered thick yellow purulent secretions in all lobes of the lungs, and positive cultures. The patient was started on antibiotics. They also experienced bleeding with a drop in hemoglobin. The patient underwent a second bronchoscopy. They experienced severe pulmonary hypertension with normal filling pressures, and vasopressors were increased and added. However, the patient¿s shock worsened, leading to initiation of venoarterial extracorporeal membrane oxygenation (va ECMO). The patient ultimately passed away on (B)(6) 2021 due to multiple embolic strokes, as well as multi-system organ failure. Heartmate 3 (hm3) left ventricular assist system (lvas), serial number (B)(6), was not returned for evaluation. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) (rev. C) is currently available. Section 1 ¿introduction¿ of this document lists adverse events that may be associated with the use of the heartmate 3 left ventricular assist system, including stroke, bleeding, hypertension, infection (localized, driveline, pump pocket or pseudo pocket), and death, as well as multiple types of organ failure and dysfunction (hepatic dysfunction, renal failure, respiratory failure, and right heart failure). Section 6 ¿patient care and management¿ (under "anticoagulation") provides information regarding anticoagulation, including recommended international normalized ratio (inr) values, and the suggested anticoagulation modifications in the event there is a risk of bleeding. It also contains a subsection entitled ¿controlling infection¿ that considers patients with multi-system organ failure. Heartmate 3 lvas patient handbook (rev. C): section 4 ¿living with the heartmate 3¿ provides some instructions on how to prevent infection, including keeping the hands and driveline site clean. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.